Manufacturer narrative:
(B)(4).

Event description:
Note: the date of the event is unknown it was reported to boston scientific corporation that a gold probe device was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, the device did not work. There were no patient complications and the patient is fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, the device did not work. There were no patient complications and the patient is fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.